Manufacturer narrative:
The initial MDR 2432235-2016-00238 was filed on may 6th, 2016. Additional information (04/11/2016): the siemens regional support center (rsc) specialist instructed the siemens customer service engineer (cse) to perform the following: check if the ion selective electrode (ise) was degassed, replace the vacuum pump membranes, measure the direct current voltage for the ise, condition the electrodes and run an ise coefficient variation check. After implementing rsc's instructions, the ise was performing within specifications. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the sodium, chloride and reference electrodes, ion selective electrode (ise) central processing unit and driver, ise seal, valve solenoid, buffer and drain. The cse cleaned the syringe assembly and cell base assembly. The cse replaced the solenoid valve of the sample-dilution probe line, clot sensor, degasser, equilibration chamber, rotor and motor stirrer, printed circuit board, ise interface, electrolyte analyzer board, ise thermistor, and ise ground assembly. The cause of the discordant, falsely elevated na and cl results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on a patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
Additional information (05/25/2016): a siemens customer service engineer replaced the solenoid valves for ion selective electrode (ise) buffer and ise drain, as well as the ise mixer motor. A siemens headquarter support center (hsc) specialist investigated the cause of the event and determined that one or all of these parts could have been contributing factor in obtaining the discordant results. If the proper amount of buffer is not dispensed into the dilution bowl, or if the sample is not mixed properly, erroneous results can occur. The instrument is performing according to specifications. No further evaluation of the device is required.